Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Not enough information was provided for further investigation. Information was provided that the surgeon was referred to expert opinion medical doctor (md). Due diligence has been performed in an attempt to obtain further information on this event. The surgeon has not responded to requests for follow-up information. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced halos and daytime driving vision was not distinct on the edges. The patient was not able to drive at night. When light goes off cant see well. Additional information has been requested. There are two medical device reports associated with this file. This report is associated with the 2 of 2 files.